Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. The customer mentioned that there is damage to the reservoir compartment entrance. The customer stated that it occurred when the reservoir was pushed into the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker, and a partially broken off reservoir tube lip. The test reservoir locked/clicked in place.